Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device throws three clips at once. They come crossed and do not close. Procedure was completed using same like device. There were no adverse consequences to the patient reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.